Manufacturer narrative:
D6; device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: electrical continuity, good; paddles function properly, yes and shaft rotate properly, yes. Analysis conclusion: based upon inquiry info received, visual examination, and functional test, no conclusion could be reached as to what may have caused reported incident. Instrument was returned with some build up of tissue on electrode jaws, but was otherwise in good physical condition. The instrument was connected to valleylab force 2 generator. Instrument cauterized steak tissue at settings of 20, 25, 30, and 35 watts. Instrument performed according to design specifications when energized in 4x4 soaked with saline. It was concluded that instrument was conforming to design specifications. Experience customer reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a laparoscopic appendectomy the forceps were attached to a valley lab generator at an unk setting. The forceps worked properly, then stopped. Another pair was obtained and the procedure continued uneventfully. There was no consequence to the pt.